Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image shows two inserters without an anchor on the tines. The tines can be extended or retracted by using the torque limiter at the end of the handle of the inserter. Both inserters have tines that are extended at different lengths. Evidence of the broken anchors are not shown in the picture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the print specifications found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the inner plug of the footprint ultra pk suture anchor 4.5 broke. Instruments inside patient, all pieces were removed/ surgical delay of less than or equal of 30 minutes. Procedure finished with s&n backup device. No further complications to patient were reported.